Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 400 and 211 mg/dl and the sensor glucose was 40 mg/dl. The customer states her pump suspended on low and she never resumed the basal. The customer also received a change sensor alert after a calibration not accepted. The sensor will be returned for analysis.